Event description:
The contact stated the customer tested his blood glucose prior to going to bed and received a reading of 250 mg/dl. The contact was unable to wake him the next day, and paramedics were called. Paramedics tested the customer's glucose using their meter and received a reading of 24 mg/dl. The customer was not hospitalized, but he was treated with glucose by paramedics. While attempting to troubleshoot the meter, it was discovered the test strips the customer was using were expired. The contact stated the customer had more test strips. Control solution and a check strips were being sent to the customer for further troubleshooting, so no product will be returned at this time.